Event description:
While performing lap sleeve gastrectomy, surgeon went to fire the first black stapler load and the stapler locked. It was removed after using the reverse button and a new load with seamguard was used without issue. The sales rep was notified and came in and pulled the black reloads with the same lot number. When staff looked at the reload it appeared that the locking mechanism was triggered somehow during the loading process.